Manufacturer narrative:
It is interminable if there were any pt complications or injuries as a result of the reported event. Several attempts were made to the hosp to obtain further details. The device was not received for eval.

Event description:
It was reported that during the initial pass into the artery, the balloon was inflated to the specified 0.2 fluid inflation. Reportedly, the catheter was withdrawn and the balloon was observed to be ruptured and the wire was exposed with debris on the end. There were no pt complications or injuries reported. Unable to obtain further details concerning the reported event, as several follow up attempts to the hosp were made to obtain more info.